Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2144983. Medical device expiration date: 30-sep-2027. Device manufacture date: 24-may-2022. Medical device lot #: 2175384. Medical device expiration date: 31-oct-2027. Device manufacture date: 24-jun-2022. The customer's address is unknown. (B)(6) USA has been used as a place holder based on the reported phone area code. Investigation summary: it was reported there were found in needle packaging and needle shaft. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a needle assembly with no plastic shield, a packaging blister top web with lot 2144983 and foreign matter adhered to a needle. The other photo is a magnification of the needle where the foreign matter is. No other defects and imperfections were observed. A device history record review was completed for provided material number 305180, lot numbers 2144983 and 2176384. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that black particles of foreign matter were found adhered to the bd¿ blunt fill needle. This occurred once each in lots 2144983 and 2175384. The following information was provided by the initial reporter: " 1. Bd 18 g x 1 ½-inch blunt fill needles may not be sterile. 1. Black particles/flecks/debris were found in needle packaging" via bd investigation: "one photo shows a needle assembly with no plastic shield, a packaging blister top web with lot 2144983 and foreign matter adhered to a needle."